Event description:
The case was a right brachial approach, in which the left main was short and had an acute bend. The physician wanted to place several stents. Two stents (2.75x15 & 2.75x23) were deployed but with some difficulty. Another stent (3.0x12) was tried but it would not cross. The stent was removed and a balloon catheter was used for dilatation. Then the vision 3.0x23 was attempted but it would not cross and it was removed from the pt. The 3.0x12 was tired again but it would not cross. The reason the 3.0x12 would not cross was because the 3.0x23 vision had dislodged that it was blocking the cross attempt. The physician snared the 3.0x23 vision and then the 3.0x12 and also a 3.0x15 were used to complete the case. Reportedly, the pt is doing fine.